Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee arthroplasty on an unknown date and barbed suture was used. During the procedure, while suturing the subcutaneous tissue, the suture was broken near the swage part of the needle. There were no adverse patient consequences reported. No additional information was provided.